Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. This product is not manufactured or marketed in the united states, but per 21cfr803.20 (b)(3)(ii), similar devices marketed by ge healthcare in the united states use this defective part and are reportable malfunctions. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory flow sensor was replaced to resolve the reported issue.

Event description:
The hospital reported that the checkout is failing. There was no report of patient involvement.